Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following j&j medtech procedures. Visual inspection revealed that a breakage was observed between the shaft and the tip; additionally, under microscopic magnification, the broken section was observed, and polyurethane (pu) residues which indicate a proper manufacturing assembly. The catheter was connected to the carto3 system and noise was observed, then the catheter was dissected, and an open circuit was found on the tip area. A manufacturing record evaluation 31419521l was performed for the finished device batch number, and no internal action were identified. The noise issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The broken shaft is not related to the event reported and the potential cause of the shaft damage could be related to the handling of the device after the procedure or during the shipping process; however, this cannot be conclusively determined. The instructions for use contain the following warning stated in the carto 3 system manual: electrocardiogram (ECG) noise is typically generated as the result of the improper connection of the body surface electrocardiogram (ECG) patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson and johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole a broken section between the shaft and tip. During the procedure, there was noise on the body surface and intracardiac channels while the catheter was inside of the patient's body. However, the physician had available ECG (electrocardiogram) signal to monitor the patient heart rhythm. The medical team confirmed that the broken section between the shaft and tip was not identified prior to them shipping the device to bwi. No patient consequences were reported.